Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, when the needles were removed "the connect wire was broken". Photos of the device were received and suggest that a cuff miss occurred. Another proglide was used with the same results. A third proglide was used successfully to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that when the needles were removed the suture was not found.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device analysis observed the anterior needle tip had captured and detached from the cuff as evidenced by the flattened and bent tabs. The reported cuff miss could not be confirmed; however, a cuff detachment can have the same result and appearance as a needle to cuff miss. The received photos of the device show an unattached anterior cuff and are consistent with the findings of a cuff detachment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.